Event description:
It was reported that during an unknown procedure, the clip stuck and couldn¿t fire. It is unknown how case was completed. No patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the er420 device was returned in good visual condition with a clip jammed between the jaws; the clip was removed in order to measure jaws width and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device was cycled, fed and formed one clip as intended and it ejected six clips; the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the latch posts were found to be broken which suggest that a lockout premature occurred and leading the incident reported. No conclusion could be reached as what may have caused the premature lockout. The batch record was reviewed and no anomalies were noted during the manufacturing process.